Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted for potentially associated lot numbers h13e20028, h13d26077 and h13f10019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A batch review was conducted for potentially associated lot number h13e20028 with no issues noted during the manufacturing process. There were no deviations from standard procedure; an exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with unreported antibiotics. The cause of the peritonitis is unknown. At the time of this report, the patient was recovering from this event. No additional information is available. Report one of four.